Event description:
It was reported by the customer that a pyxis medstation es system had dispensing ui issue. The customer reported that the station was not usable, and the malfunction occurred when the user was trying to issue the medications to the patient. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to database issue. A technical support specialist performed a full data synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.